Event description:
Pt was undergoing a cardiac catheterization in 04/2001. A perclose device was inserted into the right femoral artery. The device was deployed and a stitch was placed in the artery. The foot of the device did not retract. Vascular surgery was called to assist. The device could not be removed. The pt was taken to the or and the device was removed. A darcon patch was used to repair the artery.